Event description:
The patient reported elevated blood glucose readings in the 400's mg/dl range with his normal range being 80-180 mg/dl. He stated in 2007, his blood glucose reading at bedtime was 80 mg/dl so he drank a glass of orange juice. He said he awake with a reading of 400 mg/dl and when he checked his ketones it registered 15. He stated he took a 6 unit bolus of insulin through his insulin infusion device and when he took a reading 1 hour later it was still in the 400 mg/dl range. He said he took another 6 unit bolus of insulin and changed his cartridge and infusion headset, but his blood glucose reading did not decrease so he went to the emergency room where he was given a fast acting insulin. He stated his blood glucose decreased to 360 mg/dl so he went home and shoveled snow for exercise, but his reading is still 298 mg/dl. He stated his only symptom is thirst. Troubleshooting did not find any issues with the product. The patient stated he does not bolus one unit of insulin after inserting a new infusion headset as recommended by the manufacturer. The patient also stated he has been on pump therapy for 7 years and has always used his stomach, but has rotated his sites well. On follow up, the patient stated his blood glucose readings have returned to normal and that he feels the issue was the failure to bolus after inserting a new headset and placing the infusion headset in scar tissue. No product requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.